Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v351366, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: lead; product ID 3387s-40, lot# v351366, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: lead.

Event description:
It was reported that the patient had a bad fall that required stitches near the ¿stemloc.¿ the hardware eroded near the extension-lead connection. He got an infection at a later date and antibiotics could not treat the infection sufficiently. The erosion site was cultured and the patient did not have meningitis; it was ¿unspeciated spores and rods.¿ thus, the complete system was explanted. As of (B)(6) 2015 the patient was still on antibiotic treatment for the infection.